Event description:
It was reported that the lens developed z-syndrome approximately 2 month post implant. According to the surgeon, the lens was oriented horizontally and the nasal hinge was forward. The surgeon also noted that under the nasal hinge there was capsular contraction with striae in the capsule from the center toward the nasal haptic. Subsequently, the lens was exchanged for a different model lens. The patient is doing well. According to the surgeon, the most likely root cause of the event is capsular contraction.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.